Event description:
The customer reported via phone call that they were experiencing high blood glucose and leak from the infusion set. Blood glucose level at the time of the incident was 547 mg/dl which was treated with bolus. The customer stated that they tried to deliver bolus but noticed that there was leakage from the infusion set and the blood glucose level rose. It was unknown whether the auto mode feature was active or not at the time of incident. Troubleshoot for leaks and high blood glucose was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.